Manufacturer narrative:
Product analysis no damage was evident to the applier. No endoanchor was loaded in the applier housing on receipt of the device. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 7.98v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax05 battery low detection, 0bx0e apply ready, 0cx07 drive motor operation time-out, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed and the motor advanced, the backlight then began flashing. An in-house endoanchor was loaded and deployed with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the endoleak was first noted in july 25 (three months prior to the endoanchor implant procedure). After the first endoanchor twisted after possibly coming into contact with a stent, the applier was checked before loading the next endoanchor and no damage was observed. There was no calcification noted in the area where the endoanchors were implanted. The motor was used to remove and reload the first endoanchor and no twisting of this device was necessary, it was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received; it was reported the endoanchors were used to treat a type ia endoleak. It was possible that the second endoanchor came in contact with the bare stent metal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx endoanchoring system was used in an unknown endovascular procedure. It was reported during the procedure, the physician implanted two endoanchors in the problem area but one of the endoanchors had twisted probably because it came in direct contact with a bare stent. The endoanchor was then removed and redeployed. The second endoanchor had the same problem, it stretched out but then settled back into the stent graft. It was reported that it was difficult to determine whether the endoanchor held into the aortic wall and a follow-up CT will determined this. Following this, the applier displayed error lights and could no longer reload. A new applier was opened. The cause could not be determined. No additional clinical sequalae were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.